Event description:
It was reported that screen on/quick bolus button stopped working. The device will work when plugged in to a power source. No affect to bg levels.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.